Manufacturer narrative:
The pump and data logs was returned for evaluation. Review of the provided data logs showed multiple positioning alarms. Including 'impella position unknown', 'impella in aorta', and 'impella in ventricle'. Analysis of the returned product found no damage, that would have contributed to the reported hemolysis. The root cause of the hemolysis was improper positioning of the device.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella cp pump inserted in the left groin. The patient had hemolysis with plasma free hemoglobin resulted in 244, 280, 323, 921 and the pump was removed.